Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage: observed crack on the valve assessed as cracked valve seat diaphragm valve. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported "deflation". Later, healthcare professional reported, "a leak of saline was reported around the valve." This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "deflation". Later, healthcare professional reported, "a leak of saline was reported around the valve." This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.